Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. The consultant stated the noise looks like myopotential which could be related to a lead issue and/or a lead to device connection issue. An x-ray from two years ago was reviewed and the physician noted the rv coil was placed very close to the tricuspid valve. It is suspected that the lead is picking up the p-waves due to the integrated bipolar sensing. The atrial lead shows a possible insulation issue but this was not confirmed with in office device based testing or x-ray. The caller stated that no programming changes have been date to date and the patient will be followed via remote monitoring with an office visit in six months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited spikes in the pacing impedance measurements on the atrial channel which have exceeded 2000 ohms. Additionally, there is noise which is being oversensed on the atrial and right ventricular (rv) channels and the caller noted an increase in stored atrial tachycardia response (atr) episodes. Intrinsic rv amplitudes have been intermittently low. No adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that historically this system had been exhibiting low amplitudes, noise and oversensing on the right ventricular (rv) and atrial channels. Review of a previous x-ray noted the rv coil was positioned very close to the tricuspid valve and potential insulation damage on the atrial lead. The patient was going to be continually monitored. Eighteen months later, a red alert had been generated due to a shocking impedance measurement greater than 125 ohms. A review of the stored data noted a gradual increase of the measurements over the past year. An x-ray confirmed the previous x-ray assessment of the distal coil on the rv lead being close to the tricuspid valve. The location of the lead is most likely the cause of the reported observations in the rv. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant recommended further evaluation to review potential programming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.